Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "system error," which was reproduced as a system error 345. System error 345 was confirmed through a review of the event history log and found to be caused by a failed ultrasonic and force sensor. The failed ultrasonic and force sensors were replaced.

Event description:
It was reported that a spectrum pump displayed "system error," which was clarified during baxter's evaluation as a system error 345. Any patient involvement, injury or medical intervention is unknown.